Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 12:00 am the patient obtained the blood glucose reading of 444 mg/dl. The patient's grandmother reported that on (B)(6) 2012, the infusion set and infusion site had been changed, but she did not see any insulin coming out of the tubing. The patient experienced no symptoms of high or low blood glucose levels. The patient's grandmother gave her an injection of insulin via a syringe. At 3:00 am her blood glucose reading was 392 mg/dl. At 6:38 am the patient's reading was 386 mg/dl and she tested positive for ketones. Troubleshooting revealed the reporter's technique was incorrect by insufficiently priming the pump after the filled cartridge was installed. The patient's technique was incorrect by not properly priming the pump after the cartridge was replaced. However, as patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the data from the date of the alleged event had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.